Event description:
An ortho-clinical diagnostics employee reported the occurrence of a non-reproducible, elevated troponin I result obtained on a negative control. Falsely elevated troponin I results may lead to inappropriate physician action. There was no report of pt harm as a result of this event.